Event description:
The customer reported that the system's left monitor would not work outside of a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and the left monitor was to be replaced in another case. It is anticipated that replacement of this part will restore the system to its intended use.